Manufacturer narrative:
Product analysis: the product remains implanted; therefore, no product analysis can be completed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve unspecified atrioventricular block occurred. Prior to discharge, a permanent pacemaker was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received which indicated the permanent pacemaker was implanted the day following the valve implant. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.